Event description:
Using free style libre 2 and received message on scanner that have to replace sensor. The sensor was applied (B)(6) 2022 and was scheduled to be replaced (B)(6) 2022. No damage to sensor it was securely attached to the skin of right upper arm.